Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold at post operative check. Moreover, x-ray revealed that the screw was not extended. The lead was repositioned and remains in service. No additional adverse patient effects were reported.